Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during an open colectomy involving the rectum the user fired the device low in the pelvis and stapler did not lay down a complete staple line. Staples were not evident. Surgeon had to sew the anastomosis. Current patient status is good. No other manufacturer's reinforcement material used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one stapler. The cartridge was fully fired. No defect exists in the components or their assembly that would account for the complaint that the device failed to lay down a complete staple line. Product analysis suggests the product was used in a surgical procedure. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. There was no evidence that could confirm an issue with the staple line, however because the instrument is single use it could not be loaded and tested. Should new information become available, the file will be reassessed at that time.